Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen and the pdm would no longer turn on. No impact on the patient's glucose levels was reported. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented and the root cause has been verified by the returned device. No further post market lab investigation evaluation is required.